Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a patient alert. Interrogation revealed the device was in back-up vvi mode with no therapy available. The device was explanted.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was a power-on reset that occurred during high voltage therapy delivery. X-ray exam identified a broken ground case wire as the cause of the reset.